Event description:
It was reported that blackish discoloration of the patient connector was observed during patient use. There was patient involvement. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The problem for a discolored transfer set was confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Blackish discoloration of the patient connector was observed during use